Manufacturer narrative:
The reported condition that the generator powered up with its rem function active was verified through duplication. The generators rem function was tested and was found to be out of specification. The generators rem function was calibrated to address the reported condition.

Event description:
The service center reported that the rem indicator remained green when the unit was turned on allowing for a possible self activation.